Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that their upper and lower teeth are not moving as planned. This is causing digestive issues for them because they cannot chew their food properly. Requested information and bite video and photo.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.